Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a followup. When attempting to interrogate their pacemaker, the device could not be interrogated. Another programmer was used but the issue persisted. The patient's device was reprogrammed and the issue was resolved. There were no consequences to the patient.